Event description:
It was reported that during surgery, after t1 was implanted, t2 fell off. T1 and t2 were removed from the patient. Back-up device was use to complete the surgery. No patient injury reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint stated: "it was reported that during surgery, after t1 was implanted, t2 fell off. T1 and t2 were removed from the patient." The device is in reasonable condition. There is a slight twist at the distal tip of the delivery needle. Per IFU: "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed". T1, t2 and suture were not returned. The depth limiter showed no damage. Functional test confirmed that the device cycled and actuated as expected. No root cause related to the manufacture of the device was confirmed.